Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address osteolysis. Update rec'd 7/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no new additional information that would affect the outcome of the investigation. Update rec'd 10/16/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated mild prominence of two screws that were removed, pain, osteolysis, and lack of anteversion with the cup. The medical records also indicated that cobalt and chromium levels were checked in (B)(6)2014 and both were below 7ppb. During the primary operation, an anterior crack occurred in the femur during the final blow of the stem. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/10/2014.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.